Event description:
It was reported that the pump's usb port was damaged and could not be used to charge the pump, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.